Event description:
The customer reporter that the 840 ventilator was inoperable. There was no pt involvement. The customer reported to have replaced the breath delivery unit (bdu) and analog interface pcbs. The unit passed extended self testing.